Manufacturer narrative:
Literature citation: romeo et al. Medial cuneiform opening wedge osteotomy for correction of flexible flatfoot deformity: trabecular titanium vs. Bone allograft wedges. Biomed research international. 2019; article ID 1472471, 7 pages. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly in an article by romeo et al titled, "medial cuneiform opening wedge osteotomy for correction of flexible flatfoot deformity: trabecular titanium vs. Bone allograft wedges" it was reported that the patient underwent osteotomy surgical procedures using biofoam wedges. Allegedly one patient had a case of hallux valgus recurrence which required subsequent surgical correction.